Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.50x32mm promus element plus was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and found that the front end of the stent struct was lifted up. The procedure was completed with another of the same device. There were no patient complications and the patient was stable. It was further reported that the mildly stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery.

Manufacturer narrative:
B5 describe event or problem updated.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.50x32mm promus element plus stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the front end of the stent was lifted. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.